Event description:
Boston scientific received information that during post-implant testing, this right ventricular (rv) lead dislodged after the patient received a shock and exhibited loss of capture. The physician decided not to reposition this lead and will observe the patient. Additional information indicated that there was no report of pacing inhibition, no greater than two seconds of asystole. The left ventricular (lv) lead still continued to pace. The patient was not pacer dependent. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.